Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause of the reported condition was undetermined. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 and system error 2367 during dwell 1 on the homechoice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to start over using new supplies. The home choice (hc) was operational and a swap of the device was not necessary. The tsr asked the patient if all the bags were connected and the patient stated the tubing became disconnected from the bag. There was no serious injury or medical intervention reported. Product surveillance contacted the care giver (cg) on (B)(6) 2012. Per the cg, the hp was able to continue therapy after starting over with new supplies. She couldn't recall the exact incident, and the hp was unavailable to provide any information. Since then, therapy has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.